Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the e-200 generator to perform failure analysis. The generator was analyzed and the complaint was not confirmed by failure analysis. The e-200 generator was visually inspected and no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit, powered on the system, and completed a test drive. With the e-200 generator power set to 40, the burn test was found to be insufficient. The e-200 generator was replaced, which resolved the issue. The e-200 was then operating as intended. The system was tested and verified to be ready for use. A system log review showed an error pointing to the e-200 generator. Intuitive surgical, inc (isi) did receive a da vinci product to perform failure analysis; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgery, an alarm was triggered indicating that "hemostasis may be compromised" with the synchroseal instrument. Troubleshooting steps included restarting the system and replacing the instrument, but the issue persisted. Additional attempts to resolve the problem by switching to a backup e-200 generator were unsuccessful, as the generator failed to power on despite checking the power cord. As a result, the surgical team continued the procedure without using the synchroseal instrument. There was no injury associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.